Manufacturer narrative:
Unit has been returned to the company's repair center for further eval.

Event description:
Customer reported the passport 2 monitor shut down, which may have affected pt monitoring. No pt injury was reported.